Event description:
Patient presented with the stimulation lead broken through the skin and exposed. Physician tucked the stimulation lead back into the muscle and closed the incision. This resolved the issue.